Event description:
A ventilator was returned to a third-party service center for service due to a "fan inoperative" on the device. There was no harm or injury reported. During the evaluation of the device at third-party service center, a "press sensor failure" was found in the ventilator's downloaded error log. The system board was replaced to address the issue. The device passed all testing. Additional findings not related to the malfunction/issue.

Manufacturer narrative:
H3 other text : evaluated by third-party.